Event description:
Related manufacturer reference number: 2017865-2022-44256; related manufacturer reference number: 2017865-2022-44259. It was reported that the patient presented for a procedure. The pacemaker was explanted and replaced for an unknown reason. The right atrial lead and right ventricular lead were capped and replaced on (B)(6) 2022 for an unknown reason. Patient status was not reported.